Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, impedance, pacing, and hv functions were normal.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator (ICD) set screw would not engage with the lead and would not accept the hex wrench. The device was exchanged. There were no patient consequences.